Event description:
Quikdrive mini is running without pushing any buttons, it stops once the batteries are taken off.

Event description:
Quikdrive mini is running without pushing any buttons, it stops once the batteries are taken off.

Manufacturer narrative:
Investigation in progress but not yet complete.

Manufacturer narrative:
Investigation results indicated that the voltage stabilizer of the returned quikdrive mini was destroyed due to use under too hot conditions or it was used for a long period of time without enough cooling-down phases. During investigation the reported event was not reproducible. The vendor confirmed that the quikdrive mini did not work but no indications were found which determined that the observation was a design, material or manufacturing process related issue. The root cause for the reported event can be attributed to a noncompliant usage of the device.